Event description:
It was reported that the device scale measured weight inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record was originally submitted missing the MDR and mir codes. The record has been updated to include them.

Event description:
It was reported that the device scale measured weight inaccurate. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.